Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database synchronization had failed due to purge recovery. A technical support specialist (tss) confirmed with a product support engineer (pse) that the device required restaging and would be treated as a new device, following the knowledge article how to: restage an es device. Since only one device required restaging, device specific handling steps were followed, with no server side actions needed. The primary issue was related to archives, where excessive data accumulation caused the application server to consume all available memory during execution. The archive directory was updated to the local e: drive, and the archive process was successfully executed. The hospitals it team was advised to obtain proper access to the shared path. Finally, a full synchronization of the device was completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full data synchronization consistently failed to complete. Each attempt resulted in the station database exceeding 10 gb, and a download stop error message was encountered. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full data synchronization consistently failed to complete. Each attempt resulted in the station database exceeding 10 gb, and a download stop error message was encountered. There were no adverse events or injuries reported based on this event.